Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection and declined troubleshooting. Reportedly, the customer uses lyumjev brand insulin, tandem technical support educated the customer lyumjev is off label insulin.